Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately high. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that on (B)(6) 2018 at 11:30am he obtained a result of ¿450mg/dl¿ on the subject meter which he felt was inaccurately high. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient also reported that he felt the subject meter was reading inaccurately high in comparison to another meter, however did not provide the results obtained. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with novolog and lantus insulin and stated that he administered 15 units of novolog insulin in response to the allegedly high results. The patient reported that ¿30 minutes¿ after the alleged inaccuracy, he developed symptoms of ¿excessive sweating, could not talk and fainted¿ and at 12:30pm on (B)(6) 2018 the patient went to the emergency room (ER) where he had his blood glucose tested on an ER meter, which gave a result of ¿45mg/dl¿ and he was treated with IV glucose. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. The patient alleged that the inaccuracies were due to the test strip blood chamber being defective. The patient¿s products were replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.